Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when removing the safestep huber needle set from the port body, the base could not secure the needle tip and slipped off from the needle. There was no reported patient injury.